Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the tower door had failed to open. A field service engineer powered the station down, unlocked the auxiliary tower, and removed the latch column. The field service engineer then disconnected the harnesses from the door controller board and removed all latch assemblies from the latch column. The faulty latches were replaced with new ones, after which the harnesses were reconnected to the door controller board. The latch column was then inserted back into place, the cabinet was locked, and the station was powered up. The system functioned as intended after the field service engineer repaired the device.